Event description:
It was reported that a hematoma I&d was performed.

Event description:
It was reported that a hematoma I&d was performed.

Manufacturer narrative:
The following other hip devices were also listed in this report: uni adaptor sleeve v40 ti; cat# 6519-t-204; lot# 44867002, delta un.fem hd 40mm r40 16/18; cat# 6519-1-040; lot# 44781201. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding a hematoma involving a trident liner was reported. The event was confirmed. -device evaluation and results: evaluation of the device indicated there are signs of in vivo use. No discrepancies were noted. -medical records received and evaluation: a review indicated: there are no device-related aspects associated with bleeding complications. A review of the provided information concluded the following: ¿there are no device-related aspects associated with bleeding complications. [¿] root cause of failure is thus an adverse combination of patient-related and procedure-related factors regarding a bleeding complication 2-weeks post accolade/trident primary left hip arthroplasty and as such this pi case is not device related.¿ -device history review: the reported device was accepted into final stock with no reported discrepancies. -complaint history review: review not performed as no device specific failure modes were reported. Conclusions: the investigation concluded the reported revision for a hematoma can be attributed to clinical factors and is not device related. The following other hip devices that remained implanted after revision surgery on (B)(6) 2014 were also added to this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# mmnlwd. Accolade (127 deg) size 4.5; cat# 6021-4535; lot# 41554804. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mnak2l. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mmp4nm. 6.5 cancellous bone screw 16mm; cat# 2030-6516-1; lot# mmdlem.